Event description:
Boston scientific received information that right ventricular (rv) lead shock impedance measurements were greater than 125 ohms, with increased pacing impedance measurements from 450 ohms to 600 ohms and increased pacing threshold measurements from 1.1v to 1.6v. The patient was brought in for further testing, which elicited measurements of 155 ohms in distal to can and coil to coil. In triad configuration, 119 ohms to 122 ohms was observed. The patient was to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.